Event description:
Implant fell out prior to osseointegration, exact date of event is unk. Pt is scheduled to be re-implanted in (B)(6) 2011.

Manufacturer narrative:
The implant loss is not related to mfg or component failure. The event is known to occur, based on known facts for titanium implants intended for osseointegration.